Event description:
A nurse reported a system message was rec'd when the surgeon attempted to use the cautery. A second system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system, then cleaned and reseated the connectors to address the customer reported problem. The system was then tested and met all product specifications. No samples were returned for eval and no add'l info provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).